Manufacturer narrative:
Analysis of the trial lead (B)(4) found no anomaly. It was stated that continuity was acceptable and there were no shorts between circuits when tested both in saline and dry conditions. (B)(4)

Event description:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type: screening device. (B)(4).

Event description:
It was reported that during the procedure they could not obtain paresthesia during intraoperative testing and the health care provider (hcp) wanted a new lead. It was noted that the device was not implanted. Impedance testing was reportedly done. It was further noted that the issue resolved and no cause was determined. It was reported that the patient was alive with no injury and there were no symptoms or complications associated with the event. It was noted that this was a trial lead. Additional information has been requested but was not available as of the date of this report.